Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure for an aborted coaptite transurethral injection, suburethral sling - perineoplasty with vaginal advancement, and cystourethroscopy. The pre and post-operative diagnoses as an recurrent mixed urinary incontinence symptoms, and narrowed introitus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.